Event description:
Sorin group (B)(4) received a report that the roller pump stopped suddenly during normal operation. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the roller pump stopped suddenly during normal operation. There was no report of pt injury. The hospital's service engineer reported that the unit failed testing due to a defective speed potentiometer. A f/u report will be sent with the results of the investigation.